Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No additional information was provided. Attempts by the customer support to follow-up on the mater were unsuccessful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: review of black box data found that the last bolus and basal were delivered on the complaint date. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned caps the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Due to a cracked battery compartment and moisture intrusion (previously reported under 2531779-2015-37911) the remaining testing for delivery performance could not be conducted. The alleged inaccurate delivery issue could not be fully investigated and no conclusion could be drawn.